Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a, d6b, h6.

Event description:
Physician reported right side pain and rupture confirmed via MRI. Physician later reported signs of a chronical inflammation in the pocket. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6.

Manufacturer narrative:
Continued section e: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, affected side unknown. The device remains implanted.

Event description:
Physician reported right side pain and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.